Event description:
It was reported by the customer, leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. It was reported this event occurred with two devices. This report addresses both devices. Additional information received on 07/23/2024: the location of the "trachoma" in the catheter is unclear, but it is located in the patient's body. It has now been removed. Case was discovered during maintenance with saline solution.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and was determined to be use related. The products returned for evaluation were three 4 fr sl groshong nxt catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and a split was observed in the catheter tubing of all three units. The splits were present in unit 01 between the 32 cm and 33 cm depth markers, in unit 02 between the 26 cm and 27 cm and another between the 27 cm and 28 cm depth markers, and in unit 03 between the 28 cm and 29 cm depth markers. All of the catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear 'c'. Shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. It was reported this event occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two videos of groshong catheters were returned for evaluation. An initial visual observation of the videos showed that a clear liquid leaked from the catheter tubing as it was flushed in each video. However, details of the damage could not be discerned from the returned videos, and there were no distinguishing features in the returned videos of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. It was reported this event occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, leaks occurred less than three months after PICC catheterization, and trachoma was found on examination. No other information was provided. It was reported this event occurred with two devices. This report addresses the first device. Additional information received 07/23/2024: the location of the "trachoma" in the catheter is unclear, but it is located in the patient's body. It has now been removed. Case was discovered during maintenance with saline solution.